Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged cosmetic damage/ exposed to moisture. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump was cut open to perform visual inspection and found traces of moisture on force sensor connector. The following were noted during visual inspection: scratched case and cracked battery tube threads. The pump passed the displacement test. In summary, the pump was received with a scratched case and cracked battery tube threads. Exposed to moisture confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated insulin pump was smelling like insulin. Insulin pump was not cracked. Insulin pump did pass self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.